Manufacturer narrative:
(B)(4). Method: the subject rt385 adult dual heated evaqua2 breathing circuit was not returned to fisher & paykel (f&p) healthcare for evaluation. Our evaluation is therefore based on the information and photographs provided by the healthcare facility, and our knowledge of the product. Results: review of the provided photographs confirmed presence a cut-like damage on the expiraotry tube. Conclusion: without the return of the subject device, we are unable to confirm the cause of the reported damage. However, the damage might have occurred while opening the packaging. All rt385 adult dual heated evaqua2 breathing circuits are visually inspected, as well as pressure and flow tested during production, and those that fail the test are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt385 adult dual heated evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Check all connections are tight before use. Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A healthcare facility in china reported that an rt385 adult ventilator circuit dual heated with evaqua technology was found cracked prior to patient use. There was no patient involvement.

Event description:
A healthcare facility in china reported that an rt385 adult ventilator circuit dual heated with evaqua technology was found cracked prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.